Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator system including this right ventricular (rv) lead had a ventricular episode. The ventricular fibrillation arrhythmia was treated appropriately with anti-tachycardia pacing and eight shocks delivered. Therapy was exhausted. Therapy delivered did not terminate the arrhythmia. The patient was externally resuscitated and the arrhythmia terminated. Technical services (ts) reviewed and advised amplitudes are low and shock impedance measurements delivered by the rv lead were low but within range. In addition, ts found rv lead pacing impedance measurements had gradually dropped since the beginning of this year but were also still within normal limits. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator system including this right ventricular (rv) lead had a ventricular episode. The patient's ventricular fibrillation arrhythmia was treated appropriately with anti-tachycardia pacing and eight shocks delivered. Therapy was exhausted. Therapy delivered did not terminate the arrhythmia. The patient was externally resuscitated and the arrhythmia terminated. Technical services (ts) reviewed and advised shock impedance measurements delivered by the rv lead were low but within range. In addition, ts found rv lead pacing impedance measurements had gradually dropped since the beginning of this year but were also still within normal limits. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.